Event description:
It was reported that upon calculating the device longevity, the customer indicated that the device did not meet expectations for longevity. The device is still in use. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that upon calculating the device longevity the patient indicated that the device did not meet expectations for longevity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that the device's battery voltage waspre/approaching eri. Weekly trend in save to disk data (B)(4) shows min battery equals 2.916 to 2.801 volts between (B)(6)-2011 and (B)(6)-2011, is before device rrt(recommended replacement time) less than or equal to 2.6251 volt.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). Performance data collected from the device was analyzed, and revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file (B)(4) shows min battery equals 2.916 to 2.801 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt (recommended replacement time) less than or equal to 2.6251 volt. (B)(4). The device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device was analyzed, and revealed that the device's battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file _190000 shows min battery equals 2.916 to 2.801 volts between (B)(4) 2011 and (B)(4) 2011, is before device rrt (recommended replacement time) less than or equal to 2.6251 volt.